Event description:
Ventricular lead removed due to threshold elevation. Sew ring too big-downsized by 1mm on revisions 3/11/97-lead. Lead removed due to possible perforation, possible problem with lead. Pacing output .6v, current 1.1 ma, sensing 10.0 mv, resistable 455 ohms, replaced lead-5024m.